Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the device was explanted and replaced due to a tubing leak.

Event description:
According to the available information, the device was explanted and replaced due to a tubing leak.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. No functional abnormalities were noted with the pump. Cylinder 1 was received with a tow suture still attached. No functional abnormalities were noted with cylinder 1. A leakage site was identified underneath the connector on the exhaust tubing of cylinder 2. No anomaly could be observed upon microscopic inspection of the connector or exhaust tubing. Based on examination of the returned product, it was concluded that the connector which was connecting the exhaust tubing of the pump to the exhaust tubing of cylinder 2 had been leaking. A failure of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.